Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the moderately tortuous, mildly calcified, de novo, distal right coronary artery (rca) the 2.5 x 18 mm xience v stent was implanted; however, a dissection was noted. Dilatation balloon inflation was used as treatment. There was no reported adverse patient sequela. Reportedly, there was a 20 minute delay in the procedure but it was not clinically significant. No additional information was provided.